Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In-situ measurements showed 10 electrode channels now with high impedance and/ or short circuit. Previous measurements performed in (B)(6) 2015 showed normal impedances on all electrode channels. No trauma or change in health was reported. X-ray indicated electrode array was situated in the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 9 electrode channels with high impedance status. Previous measurements performed in (B)(6) 2015 showed normal impedances on all electrode channels. No trauma has been reported. Re-implantation is considered.